Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 5 mg/ml; 1.6637 mg/day and prialt (ziconotide) 10 mcg/ml; 3.327 mg/day via an implantable pump. Indication for use was non-malignant pain and phantom limb pain. The date of the event was unknown. It was confirmed the pump was flipped. There was no suture/securing issue. The pump was manually flipped back (B)(6) 2016. No symptoms were reported. The catheter was twisted and was replaced (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.